Manufacturer narrative:
Patient had an allergic reaction to implant materials. Staged revision surgery is required. Review of the device history record indicates that the device was manufactured to specification. Product instructions for use (IFU) lists metal sensitivity as a contraindication for cruciate retaining total knee replacement.

Event description:
Patient had an allergic reaction to implant materials. Staged revision surgery is required.

Manufacturer narrative:
Patient has an infection. Revision surgery is planned to exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification. All sterilization requirements were met.

Event description:
Patient has an infection. Revision surgery is planned to exchange the poly inserts.